Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On 17apr2018, fse arrived at the site to address the reported event. Fse confirmed the customer was receiving a large syringe error. Next, he replaced the clogged sampling needle assembly and disassembled the rheodyne valve. Visual inspection of the valve revealed debris and dust believed to be the cause of the clogged sampling needle assembly. Fse was subsequently able to calibrate, run quality control (qc), and precision without errors. On 26apr2018, fse returned to the site to replace the injection valve due to the presence of dust and debris. Subsequent calibration and qc confirmed the error was resolved and the injection valve was properly installed. No further action was required by field service. A (B)(4) complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (b)(46 2017 through (B)(6) 2018. There were was one similar complaint identified during the search period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: the 706 syringe-l error: explanation: operation error in syringe-l. Countermeasure: inspect x1-axis. Inspect syringe-l. Execute smp.reset. Chapter 5, maintenance procedures, under section 5.10 provides step-by-step instructions on the sampling needle assembly replacement. The most probable cause of the reported event was due to worn rheodyne and injection valves releasing debris, resulting in a clogged sampling needle assembly.

Event description:
On (B)(6) 2018, the customer reported receiving "syringe l error 706" with their g8 analyzer. The customer was down and unable to run hemoglobin a1c (hba1c). A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
H6: results code: 213; no failure detected conclusion code: 67; unable to confirm complaint h10. The injection valve was returned for evaluation with no shipping damage. Functional testing of the returned injection valve passed. The reported event could not be duplicated. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.